Event description:
It was reported that on (B)(6) 2010 the intra-aortic balloon (iab) was inserted for post op support following coronary artery bypass (cab) x 3. On 02/19/2010, while in the operating room, the sheath was inserted into the pt's right femoral artery. While inserting the iab into the pt, the md encountered difficulty. Per the perfusionist, "technically very difficult insertion due to tortuous vascular anatomy and likely further compromised by calcifications and atheromatous plaques." The iab was removed and found to be kinked. The md made a request for another iab. Reference MDR # 1219856-2010-00156 for the second event and MDR # 1219856-2010-00157 for the third event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.